Event description:
The customer reported to olympus, the telescope "trueview ii", 4 mm, 30°, autoclavable had a cracked lens. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Based on the results of the investigation, the suggested event was confirmed, and it was found that plan glass at the distal end was chipped. It was stated that the identified fault pattern was most likely attributable to the use of excessive force by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.